Manufacturer narrative:
Patient code 3191: angle closure should have been included in initial MDR claim#: (B)(4).

Manufacturer narrative:
Lens was returned dry, in lens case. Visual inspection found one of the haptics torn and residue on the lens surface. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, micl13.7, -9.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed and a 13.2mm lens was implanted. Angle closure was reported as an observation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.